Event description:
It was reported that both monitors on the cardiac system have "burned in images". There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an investigation. Based on info provided, the following components have been ordered 16" monitors ordered. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a followup report will be submitted as required.